Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch basic enhanced meter continued to prompt a message of "clean test area." The medical surveillance specialist (mss) spoke with the patient on november 18, 2009 and obtained the following information. The patient reported that the alleged issue began two days prior to report. The patient claimed she manages her diabetes by taking 2 tablets of glipizide daily. Despite the alleged issue, the patient stated, she continued to take her oral medication as usual. A couple of hours after the alleged message appeared, the patient reported feeling shaky. In response to the symptom, the patient claimed she treated self with juice and confirmed she felt better afterwards. The patient denied making any changes to her diet, activity level, or diabetes management prior to becoming symptomatic. At the time of troubleshooting, the customer care advocate (cca) noted that the patient was cleaning the subject meter's test area with alcohol. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.